Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: b3: event date is year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the controller is totally dead. Caller stated they plugged the controller in to charge on friday night for an MRI on saturday and when they got home the controller was dead. Patient service specialist had caller remove the battery pack and plug the controller into the ac power cord; caller confirmed the controller did not power on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller. Additional information was received from the patient representative (pt rep). Pt rep reported that after receiving the controller they were still unable to recharge the implant (ins). Caller confirmed that they were using the correct controller. Caller stated that when they would attempt to recharge the ins the controller would just take them in a loop. During the call the same thing continued to happen. Caller was unable to advance past checking the recharger. Pt also reported they had a damaged belt. An email was sent to repair to replace the recharger and belt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt rep called in and reported that after receiving the controller they were still unable to recharge the ins. Caller confirmed that they were using the correct controller. Caller stated that when they would attempt to recharge the ins the controller would just take them in a loop. During the call the same thing continued to happen. Caller was unable to advance past checking the recharger. An email was sent to repair to replace the recharger. Case reopened & reassigned to send follow-up email and add secure note. Patient rep called back reporting that they received the replacement recharger this morning but that the patient is still having the same problem. Caller stated that the controller is in a loop on the checking the recharger screen; caller said that the patient has not been able to get past this screen. Caller noted that they have tried different things along the way, agent understood this to refer to the previous replacements. Agent walked the caller through a reset of the controller and then had the caller attempt to start a charging session. Caller stated that they were stuck on the checking the recharger screen; agent had the caller unplug from the recharger and plug into the ac power supply cord. Caller stated that the controller had been at 100% before the issue started; caller followed up by saying that the controller was at 90% and the implant was empty. Caller mentioned that the patient needed their implant charged because they have an MRI saturday. Agent asked if the caller saw a green flashing light on the controller; caller verified. Agent sent an email to repair to replace the controller and recharger.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type h3: analysis of the 97745nt controller (s/n (B)(6) ) revealed corroded main board causing charging /power/connection issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported their weight at time of event.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.